Event description:
Device 4 of 4 - reference MFR. Report#: 1627487-2018- 01721, 3006705815-2018-00374, 3006705815-2018-00375: follow up information identified that patient underwent surgical intervention on (B)(6) 2018 to revise the midline incision to bury the anchors and strain relief loop deeper; to promote healing of an open area of the incision. The patient was seen by the nurse practitioner for post-op on (B)(6) 2018 and the wound is still not healing well. The patient was then admitted to the hospital for inpatient surgery on (B)(6) 2018 where the scs system was explanted. The patient was put on IV antiobiotics and discharged from the hospital on (B)(6) 2018.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018- 01721, 3006705815-2018-00374, 3006705815-2018-00375: it was reported the patient will undergo surgical intervention to address a wound that has not healed at the site of the anchors and leads. There is no sign of infection.